Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to prime unit during prime test due to fsr damage by moisture. The device was received with peeling keypad overlay. Device was received with missing back address serial number label. Device was received with cracked case at display window corners and battery tube threads. Device was received with scratched lcd window. Unable to verify belt clip anomaly. No belt clip received with device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was performed. The device was returned for analysis.